Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under medwatch MFR report # 2916596-2018-01648. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(4) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). Approximate age of device ¿ 9 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic for evaluation on (B)(6) 2018. Patient reported physical assaulted at gun point and was concerned about driveline tug. Patient was assessed in clinic and without sign/symptoms of infection. On (B)(6) 2018, patient presented to outside hospital emergency department for evaluation with complaints of pain, rash, and drainage at driveline. Patient assessment revealed lateral rash, erythemic, and excoriated. On (B)(6) 2018, patient was afebrile. Patient was given steroid cream for rash. Patient will not use foley cenurion anchor anymore and was given 30-day supply of oral antibiotics on (B)(6) 2018. No additional information was provided.